Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet insertion test result was failed. Destructive analysis was performed and found dried blood obstruction in distal conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet was unable to be passed through the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.